Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother states that her daughter's insulin pump is not alarming for no delivery. The mother states the customer's blood glucose will start to go high, but the device will not alarm for anything. The mother states that the cannula is removed, they notice it is clogged. The customer's blood glucose level at the time was unknown. Troubleshooting was conducted, and the device was found to be operating normally and did alarm. The customer was advised to monitor the device, and call back if problems continue.